Manufacturer narrative:
(B)(4). Fifteen (15) samples were returned in their original packaging. 2 original hme samples were re-turned, and 13 representative samples were returned. However, all 15 samples were opened and returned in a single package. As a result, the original samples and representative samples could not be distinguished. Therefore, all samples will be investigated together. A functional test was performed to evaluate the connection between the hme filter and the product. All 15 samples were labeled from 1 to 15. A standard production tracheostomy tube was then inserted into the trach-vent housing at the designated opening for each sample. The connection between the hme filters and the standard tracheostomy tube was found to be secure for all samples, with no evidence of looseness, disengagement, or detachment. Therefore, the complaint of loose trach vent is not confirmed. The device history record for lot number was reviewed and no issue re-lated to complaint was noted. The device was manufactured according to release specification. Fifteen samples were returned in their original packaging. Functional testing confirmed no evidence of looseness, disengagement, or detachment. Therefore, the complaint of loose trach vent is not confirmed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user was unable to connect the oxygen port of the trach-vent to the tracheostomy tube during use, as the connection was too loose. It occurred to (B)(4) units in a row, to the same patient. Therefore, a new unit of the different lot# (lot#: unknown) was used to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the user was unable to connect the oxygen port of the trach-vent to the tracheostomy tube during use, as the connection was too loose. It occurred to 2 units in a row, to the same patient. Therefore, a new unit of the different lot# (lot#: unknown) was used to complete the procedure. No injury to the patient occurred".